Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) got a new controller and they started having issues with the therapy. Pt set the intensity to 3 but then it would change to 2. Pt would also set intensity to 3 and it would increase to 5 on its own. Pt said their intensity would not stay regulated since all the programs kept going from 3 to 5 which was aggravating and it also hurt. During call pt turned stimulation on and was on group a. When pt went to check their groups available and it showed no groups, pt said they use to have abcd. Pt was on group a and they turned adaptive stimulation off for all four groups. Pt turned intensity down to 2.5 for program 1. Pt was redirected to their healthcare provider (hcp).